Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was being refused an MRI because he did not have his programmer with him. Rep offered to come to the facility but the patient had to get back to work. Rep looked up patient's information and told them their lead was not MRI compatible. Rep gave patient surgeons number. Patient said would call to confirm and then make an appointment with his surgeon for an explant. The patient also mentioned that he tried to charge last night for 6 hours and his battery would not charge. Rep told the patient he may be overdischarge. Rep said would have to meet at his hcp office to remedy this. Patient said he would call when he was ready to do that. MRI was needed for another health issue unrelated to device or therapy. The condition of diverticulitis was mentioned. No actions/ intervention were taken at this time. No surgical intervention occurred and unknown if planned. Patient is alive with no injury. No patient symptoms or complications were reported in this event.